Event description:
Approximately eleven days after implant electrical fault alarms occurred. The site replaced the controller but the fault alarms re-occurred and contamination was reported on the pins of the replaced controller. Heartware field engineers performed a cleaning procedure and no additional electrical faults have been reported. The patient had been sedated and was on an increased adrenalin dose during the cleaning and tolerated the procedure without injury. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The devices ((B)(4)) were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Thorough external visual inspection of the controller revealed both controllers had contamination; functional testing revealed that the device performed per specifications. However, pictures confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00939, 3007042319-2015-01987 and 3007042319-2015-01988) submitted for devices related to the same event.